Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Additionally, failure analysis found error n-08, that was not reported by the site.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple c-00 error faults were observed on the integrated electrosurgical unit (iesu) erbe generator. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: user was not able to clear the error fault and the customer completed the surgery with an external generator (valleylab force triad).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the integrated electrosurgical unit (iesu) erbe generator to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.